Event description:
Reporting status: serious injury- surgical intervention. Reporting rationale: failure to cross with a graftmaster stent requiring surgical intervention. Device issue: failure to cross. It was reported that a free perforation with a spiral dissection of the proximal to mid rca occurred with the use of another device which required treatment with a graftmaster stent. The graftmaster device failed to cross the lesion; therefore, the patient was sent to surgery. No additional event or patient information is available.

Manufacturer narrative:
.